Manufacturer narrative:
Correction: coding updated / corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that when they were implanted they told the hcp that they were in a lot of pain in the stomach area. Pt stated nobody listened to them and the pain got so bad and severe, and they wanted the device off. Pt stated they were adjusting but that made it much worse. Patient stated the girl turned it on and the pain got so severe so the pt told them to turn this thing off. About a month went by and patient came out of surgery with a cut on his forehead and two cuts on his lip. Patient wondered if they dropped him after the surgery or whatever happened somehow the stimulator moved and came unpinned from his spinal cord and they found out after a month so they went in to do a revised surgery.  The ins was moved it a little bit to the right of the pennant and when they turned the ins back on the whole neurological system shut down. Patient had no feeling from the waist down and was paralyzed and died on the table and they had to revive him. Patient was in rehab for over 6 months and they told him they would never walk again or drive again. Patient fought for 6 months in rehab, and today they still didn't have any feeling from waist down. Patient mentioned they had an attorney however they had no records that the device was even implanted. Pt stated they were so drugged up they didn't know which way was up because they were having so much pain.  The pt also reported they had a balloon placed in their throat because their airway was closing.  The patient was redirected to their healthcare provider to further address the issue. Pt requested model and sn of the device that was implanted. Patient stated they never got an ID card or anything. The pt was transferred to patient registration services to request an ID card.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65, (serial: (B)(6) ); product type: 0200-lead; implant date: (B)(6) 2012; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.